Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the icl was explanted on (B)(6) 2014 and exchanged for another lens with a different diopter power. The problem was resolved.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated there was a refractive surprise with this lens and the plan is to explant and exchange the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.